Event description:
It was reported that while stimulation was turned on there was a loss of therapeutic effect. The pt stated that after a programming session in 2009 the stimulation never worked very well. The pt had not been reprogrammed since and her implantable neurostimulator (ins) was replaced in 2010. Additionally, the lead was damaged during the explant procedure at the time of the ins replacement.

Manufacturer narrative:
(B)(4).